Event description:
Boston scientific received information that the patient with this pacemaker and another manufacturer's right ventricular (rv) lead was successfully cardioverted out of an atrial arrhythmia. Post cardioversion there was a report of a loss of pacing for an unknown duration. A boston scientific technical services consultant discussed the similarity of the post shock rise in thresholds of an implantable cardioverter defibrillator (ICD). The local area sales representative planned to send in a disk of the device's memory, however no disk has yet been received. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.